Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device will not turn on/device not functioning and "door will not stay closed." The patient alleges nasal and throat irritation, nausea, headaches, dizziness, and difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 04/29/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device will not turn on/device not functioning and "door will not stay closed." The patient alleges nasal and throat irritation, nausea, headaches, dizziness, and difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed dust-like contamination at the air inlet of the blower box. Dust-like contamination on the blower box. Pil initiated therapy with the device and verified airflow, using a pil supplied power supply and ac power cord. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. Box d and h was updated in this report.